Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported system error 322. The symptom could not be confirmed through a review of the device event history log, could not be reproduced, and no component causality could be found. Evaluation did however experience a system error 352. The device event history log reveals repetitive occurrences of system error 352 at the end of customer use. The cause was found to be a failed upstream sensor, which was replaced to correct the condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11413 can be removed from the FDA database.